Event description:
Independent repair center: alarm not functioning. The pe valve is leaking, the tie wrap is defective, the pilot valve is leaking, the o-ring is defective, the tie strap is defective, and the power switch has a short circuit.